Event description:
It was reported that during in clinic follow-up, device interrogation showed several episodes of non-sustained over sensing. The lead was explanted and replaced. The patient is fine after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Manufacturer narrative:
The device was normal. No anomaly was found.